Event description:
Customer reported during routine daily testing the defibrillator would not power up correctly. No reported pt involvement. Service representative unable to duplicate reported condition. Proper operation of device confirmed.